Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. There was no reported adverse impact to the customer. Reportedly, the customer added insulin to the cartridge and was able to complete the load successfully.